Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) along with left ventricular (lv) lead exhibited high out-of-range (oor) pacing lead impedance greater than 2,000 ohms. Further, the field representative indicated that there were no issues with other measurements. Boston scientific technical services (ts) discussed that impedance is higher than would be expected and suggested to continue to monitor patient as everything was good. Additional information received from field representative that the cause was undetermined and will continue to monitor patient. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.